Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was admitted to the hospital experiencing pain and swelling in their in pocket. A blood test was performed and the patient was found to have an infection. Surgical intervention was performed and the implantable cardioverter defibrillator was explanted. No additional adverse patient effects were reported.